Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the measured data report stated -data not read. Prior battery data from (B)(6) 2009, estimated approximately 11 months to elective replacement indicator. The pulse generator was explanted and replaced.